Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with two neurostimulators for other chronic/intractable pain (trunk/limbs), radicular pain syndrome (radiculopathies), complex regional pain syndrome type I, and non-malignant pain. It was reported that the patient needed a revision. The hcp said there was an impedance issue and that the lead might be disconnected. The rep wasn¿t able to get impedance information or what happened/when it happened. The patient/rep was to follow-up with the hcp. Additional information was received from the rep. It was reported that the patient had been revised and that it was kind of a tricky case. The patient had a very old lead and extension. The physician¿s plan was to go directly to the lead since it was the oldest component. The lead was tested in isolation with a multi-lead trialing cable and the impedance tested perfect. They reconnected the extension and went directly to the battery, opening the pocket. They tested the extension and found that it was what gave the defect. The extension was removed and replaced which resolved the impedance issue. It was noted that the patient had a very simple program. Post-operative they duplicated that original program and everything was fine as far as the rep knew.

Event description:
Additional information received from the patient reported that they were experiencing intermittent stimulation with their past system. The patient stated that they had intermittent ¿spotty¿ stimulation and then no stimulation. It was determined that the lead was the issue, but it wasn¿t confirmed what exactly was wrong with it. The issue was resolved by replacing the system; a new implantable neurostimulator (ins) was implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.